Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system is eroding through the patient's skin and the physician has concerns regarding potential infection. The device system was explanted.